Event description:
It was reported that bd prn adapter leakage. On the 12th, after playing an intravenous indwelling needle and using a heparin cap to seal it, blood was found seeping from the interface of the heparin cap, which was replaced immediately.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. No sample and no picture returned. 2. Review batch record information, 1 the complaint lot 3075287 was produced in the prn automatic assembly line, the production date is 2023-04, and the m860 packaging machine was packaged in 2023-04, and the batch of products totaled (B)(4). 2 check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3 check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3.perform the leakage test on the retained sample of complaint lot, the test result is pass leakage test is rotary the retained sample to the standard luer connector, inject the standard water pressure, then observe the retained sample. See attachment 1- the test report of retained sample. 4. Root cause due to no sample returned the detail failure mode cannot observed the root cause cannot be confirmed . 5.the plant continue pay attention to this defect.

Event description:
No additional information provided.